Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was trying to change the tubing and got a no delivery alarm on the insulin pump. Customer's blood glucose was 500 mg/dl. Customer stated that he has not treated yet. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the alarm is recurring and the issue has not been resolved. Customer stated that the alarm is still active on the pump at the time of the call. Troubleshooting was performed and customer stated that the insulin did exit. Customer ran manual prime and the pump did not alarm no delivery. Customer was advised that the pump was working as designed.